Event description:
It was reported that during a supply change the customer inserted a prefilled cartridge while the ilet was connected to the body, which aligns with a failure to rewind scenario and involved the cartridge plunger component. Symptoms included hypoglycemia with a blood glucose drop of 30 mg/dl, which the customer treated with oral glucose. Outcomes included no health consequences or impact and no medical attention required. Investigation included communication and interviews and analysis of information provided by the user and third parties. Investigation of this case revealed no device problem found and a usage problem related to an improper procedure, specifically inserting a prefilled cartridge without rewinding while connected to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.